Event description:
A malfunction was reported by the caller regarding a pump, with malfunction code malf 12 displayed. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller understood and acknowledged.